Manufacturer narrative:
It was reported that the air filter that is connected between the ventilator and the air compressor was leaking. The air filter was replaced but not returned for investigation. The subjected air filter is only used on the indian market and not released on the us market. The root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the air filter that is connected between the ventilator, and the air compressor was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).